Manufacturer narrative:
Batch review performed on 11 august 2020: lot 1909809: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 days after primary surgery, reporting pain due to a fractured femur. The cause of the fractured femur is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.